Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the pcba (printed circuit board assembly) main board. The carefusion fa rep visually inspected part and installed the suspect component in a known good unit. The carefusion fa rep reported the main board came up vent inop (inoperable) errors. The events log recorded multiple motor faults, vent inop, xdcr (transducer) faults, and eeprom write failures, and transducer calibrations defaulted. The carefusion fa rep reported the exhalation differential xdcr calibration test failed. The malfunctioning exhalation press transducer can cause motor faults and vent inop errors. The carefusion fa rep determined the root cause to be transducer faults and above are known issues, and were corrected internally. The carefusion failure analysis (fa) representative (rep) noted eeprom write failures caused by data cable being disconnected from the main board and ex-peripheral interface board.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop alarms while using the vela ventilator. The customer performed calibrations (leak test and exhalation test), but only to have repeated failure. Carefusion (cfn) global care support confirmed the customer had several motor fault alarms in the customer event log. The customer reported the fault found was during testing and no patient involvement associated with this event.